Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.47845. Based upon inquiry info rec'd, visual examination and functional test, it was concluded that the reported event occurred due to three jammed staples in the nose. The instrument was rec'd with three staples jammed in the nose. The staples were removed and the instrument was cycled and fired the remaining three staples well formed. No conclusion could be reached as to how the staples had become jammed in the nose.